Event description:
During atrial flutter ablation, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient. After inserting the sheath into the patient, while inserting the ablation catheter into the sheath, it was noted that blood was leaking from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.